Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture, concern with biocell product and "implant felt odd and began to hurt". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: macromastia and rupture and concern with biocell product.

Event description:
Patient reported left side "rupture, implant felt odd and began to hurt" and concern with biocell product. Healthcare professional reported a left side rupture, "macromastia", "patient concerned about the possibility of breast implant illness,"and "various symptoms patient is concerned about," and "(benign) mass seen in the 5-6:00 o'clock position." Healthcare professional also reported "history of skin cancer"; this event is not device related. Device has been explanted.